Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the rn called the sales rep to report a cracked drainage catheter, allegedly the hub was cracked. No further details were given.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked connector on the returned drainage catheter was confirmed, but the root cause of the damage was unknown. One 10fr locking pigtail drainage catheter was returned for investigation. The product appeared to be used. Sutures were tied around the drainage catheter and the rubber seal had been advanced over the indent. The white connector was cracked and two 3mm x 1mm x 1mm fragments broke away from the threads and were not returned for investigation. The fractured surfaces of the white connector were jagged and uneven. While the damage reportedly occurred during use, the exact cause of the cracked material was not determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the rn called the sales rep to report a cracked drainage catheter, allegedly the hub was cracked. No further details were given.